Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an unspecified procedure, after passing a suture three times, the capture windows of two (2) firstpass fell off in the body. All broken pieces were removed from inside the patient. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed two devices were returned together without any original packaging. Device one, the suture capture has been disconnected from the upper jaw. The suture capture was not returned. The tube and capture window show evidence of being in contact with another sharp instrument. Bio debris is present. Device two the distal tip on one side of the suture capture has fractured away. The fractured piece was not returned. The tube and capture window show evidence of being in contact with another sharp instrument. Bio debris is present. A functional evaluation was performed on the returned device and found pulling the levers will close the aligned jaws and deploy the suture passer needles as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (application of unintended inappropriate or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.